Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsmooth pro to the abdomen and may have developed paradoxical adipose hyperplasia. Received email from provider to pls inbox on (B)(6) 2022: hi team, I am submitting a request to open a case for (B)(6), suspected pah. Please find all required forms and information attached and please let me know if you need anything else. Regards, (B)(6).

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient who received coolsmooth pro to the abdomen and may have developed paradoxical adipose hyperplasia.